Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that after the trial procedure the patient developed new pain in the lower left extremity. The leads were removed and the patient was given a steroid. There have been no reports of further complications regarding this event and the patient has since recovered.